Event description:
During a post operational follow-up following initial implant, loss of capture (loc) and fluctuating sensing resulting in loss of sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv lead was repositioned to resolve event. The patient was stable.